Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Lock b3: exact date unknown, event occurred in december 2025 prior to the date the manufacturer became aware.